Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator was toggling on and off 25% of the time. This began in the past six months. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.